Manufacturer narrative:
All affected units were corrected using new pcbs with corrected circuits after redesign. Devices were corrected on hospital sites and at nihon kohden america inc. Subsequent complaint review as of january 7, 2016 shows no complaints on this issue post correction. An unreported field correction was conducted following this incident. As part of the retrospective review, this correction will be reported to the FDA. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that an incident occurred in the or with the device regarding an unexpected response during pedicle screw stimulation where the patient had a "tetanic" response upon delivery of the stimulus.